Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. The back light functioned properly. No unexpected dim back light on display noted. V was communicated properly with guardian link and glucose sensor simulator. The blue shield logo did appear on the screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Blood glucose level at the time of the incident is unknown. The customer stated he had experienced high blood glucose close to 400 mg/dl and treated with the insulin pump. Troubleshooting was declined for high blood glucose. The customer explained that when pressing the home button, the screen comes up but the light is dim and then when it goes off and the customer pressed another button, the screen and light appear normal. During troubleshooting, the customer indicated that the display was blank at time of the call and had been for more than 30 seconds. It was advised to remove the battery; insert battery alarm was displayed on the screen. The customer stated that no damage or corrosion was found. The customer declined to complete troubleshooting as he stated the display issue happens randomly and requested the insulin pump to be replaced. The insulin pump will be retuned for analysis.